Event description:
The olympus ercp 190 scope was used. This requires a clear cap distal attachment. This was secured and confirmed by nurse and doctor to be secure prior to procedure. Upon completion of ercp, the scope was withdrawn and the cap was noted to be missing. A gastroscope was used to locate the cap in the oropharynx and remove it with forceps.